Event description:
It was reported the pt was experiencing stimulation in his abdomen instead of his back as needed. An sjm rep met with the pt and verified all impedances were normal and provided two programs for bilateral leg coverage to the knees with reduced stimulation in the abdomen. His physician has ordered a CT scan.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.